Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had blank display. The customer¿s blood glucose level was unknown. It was reported that screen may not be displayed when battery is replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the operating currents measurement, self test and displacement test. Pump was monitored for several days and no blank display anomaly noted. No damage found on lcd isolation tape noted. Pump had cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked belt clip slot and minor scratched display window.